Event description:
It was reported that the patient's symptoms reoccurred at times. The patient was treated by readjusting the programming using the clinician programmer. The battery depleted. The ins was explanted and replaced.

Manufacturer narrative:
Final device analysis revealed there were broken welds at the bond wire pads.